Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer blood glucose value was 500 mg/dl. Customer felt dizzy and shaky. Customer was treated with insulin injection for high blood glucose. Customer did allege pump was under delivering the insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not returned for analysis.